Event description:
It was reported, bd sr8 loaner machine is turning off intermittently when in use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of bd sr8 loaner machine is turning off intermittently when in use was confirmed. The unit was powered up and the ¿battery health¿ message displayed when the unit was charged at 94%. A review of the battery info indicated the following: battery health level: critical cell 1: 4168mv cell 2: 3994mv cell 3: 4161mv. The voltage differential is greater than 45mv therefore the lithium-ion battery will have to be replaced. The root cause of the reported failure was identified as an internal failure within the lithium-ion battery.

Event description:
It was reported, bd sr8 loaner machine is turning off intermittently when in use. No other information was provided.